Event description:
During a routine check of the device, a low battery indicator was observed. The device was moved into the fire dept radio room to troubleshoot the low battery indication and exchange the battery. After the battery had been removed and reinserted twice and the device power had been cycled, the battery allegedly exploded causing minor injury to two firefighters working with the device. Both firefighters were examined in the hosp ER and released the same day. After approx 2 days, both firefighters reportedly went to the dr complaining of respiratory problems. Specific details regarding injuries or treatment related to the reported event have not yet been reported.